Manufacturer narrative:
This report is being supplemented to provide a correction for e2 e3. The device evaluation and additional information, based on the legal manufacturer's final investigation. E2,e3: correction to add. The initial reporter is a nurse. An olympus technician completed a full evaluation of the subject device. And was unable to reproduce the b30 error. The evaluation did find a damaged front panel, worn out scope socket causing poor connection, non-olympus lamp over 500 hours and fluid invasion in air tubing. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the b30 error could not be confirmed, as it was unable to be replicated, during evaluation. The cause of liquid invasion in air tube was unable to be identified. The specific root cause of these events could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 scope communication error occurred with the evis exera iii xenon light source. There was no patient involvement, no harm or user injury reported due to the event.